Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - manufacturing plant state and d3 - zip code: correction. D9: date returned to mfg.: 1/29/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device caused an electrical short¿ was confirmed. The probable cause was the power cord. The defective power cord was replaced, and the device passed electrical safety and functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device caused an electrical short in a part of the hospital. The device was handled by nursing staff. The event occurred prior to patient use, before heating of patient fluids. There was no patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.